Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during bolus. Customer's blood glucose level was 254 mg/dl. Customer was assisted with clearing the alarm. Motor error occurred twice in the last 30 days. Customer does not use the sensor feature on the pump. Customer was advised to remove the pump battery to prevent continued alarms. Insulin pump will be replaced. Customer was asked to return the pump for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.